Manufacturer narrative:
An event regarding an assembly issue involving a mako impactor was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as device was not returned. -medical records received and evaluation: no patient medical records were available for review. -device history review was not performed as no lot information was provided for device identification. -complaint history review: not performed as lot information was not available. Conclusions: the event could not be confirmed nor the root cause of the reported event determined due to the minimal information received and the device not being returned. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information becomes available, this investigation will be reopened.

Event description:
The 36mm poly-liner impactor head and the pst shell inserter straight would not thread together. Left hip.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The 36mm poly-liner impactor head and the pst shell inserter straight would not thread together. Left hip.